Event description:
The patient called animas on (B)(6), 2011 saying she has had elevated blood glucose levels since she began on the animas pump about a month prior calling. She reported that her highest blood glucose level was 525 mg/dl once but usually runs from 200-300 mg/dl. Her blood glucose level at the time of the call to animas was 156 mg/dl. She did not have any signs or symptoms at the time. At the end of the call after troubleshooting she said she sees a pattern to her blood glucose elevations. They usually occur at 8 pm at night and early in the morning. She thought the pump's basal insulin was not delivering correctly. She said she saw zero in the bolus history when changing a cartridge. She verified that there were no site or infusion set issues. She is rotating her infusion sites regularly and denies air in the cartridge or any cartridge issue. She also said there was no leakage anywhere. The settings were all confirmed as correct. There were no related alarms and the bolus history showed a 0 of 0 unit bolus at 12:09 pm the day she called animas. The animas representative instructed the user on how to verify her bolus delivery to make sure it completed. The total daily dose matches the delivery history. The prime history showed that no prime volumes exceeded 3 units. The animas representative advised the patient to follow a backup plan and instructed her that she should follow up with an hcp with regard to her blood glucose elevations to see about possible adjustments. This complaint is being reported as the patient alleged her blood glucose levels were elevated and there is evidence of use errors that may have affected the pump's insulin delivery.

Manufacturer narrative:
The pump has been returned to animas. Evaluation demonstrated that the pump was operating within required specifications and delivered insulin accurately. There were no loss of prime warnings duplicated. There were no alarms related to the complaint in the alarm history. There were no zero force loss of prime warnings or 'no cartridge detected' warnings in the pump history. All loss of prime warnings followed an auto-off alarm. The pump was exercised for 24 hours with no loss of prime warnings duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.